Manufacturer narrative:
Although a temporal relationship between the cloudy drainage and the inability to drain, the subsequent infection and the liberty cycler exists, there is no documentation that indicates a causal relationship between the liberty cycler and episode of cloudy drainage, inability to drain, and infection. Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances and/or any associated rework during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were within specification.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services and stated while in drain 1/4 with 890ml/2500ml he had encountered drain line is blocked. Patient stated he saw cloudiness in the drain line and in the bags. Patient expressed possible concern of infection while connected to the cycler. During following the patient¿s nurse reported the patient had a small infection and had gone to the hospital on (B)(6) 2016 to receive treatment for the infection. Patient's nurse did not specify what type of infection and she also did not know how the patient received the infection when asked. Patient's nurse stated patient was given 1 gram of vancomycin. Patient's nurse stated culture results were performed and returned negative. Patient's nurse confirmed the patient had continued continuous cycler-assisted peritoneal dialysis (ccpd) and therefore there were no missed treatments. Patient was discharged from the hospital three days later on (B)(6) 2016. Patient's nurse confirmed patient had recovered from the alleged event.